Event description:
Clinician contacted arrow clinical support advising they had a patient who was transferred from another hospital on iabp. Clinician indicated they had gone through 3 helium tanks & current tank was reading 584psi. Indicator read two bars and at times one bar. [Note: there is only 1 indicator bar for helium.] Clinician also stated console indicated that 20cc instead of 30cc of helium was being delivered to balloon. Pump was exchanged off patient. There were no reported patient complications.